Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient had the pump inserted by outside physician and it was non function. The pump was revised and the catheter was not intrathecal. Attempts to place the catheter were unsuccessful due to having fusion. The catheter was cut. The plan was to have spine surgery revise. Unable to find a surgeon willing to do this therefore the patient was brought back to the operating room (or) and the pump was removed. At the time of removal the pump was not anchored. It was unknown if this was not done originally or if the string sutures were not intact. The cause of the issue was not determined. The pump was explanted and remnant catheter that was not installed. Patient weight was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was noted that the patient was not sure of the medication, but thought it was morphine and bupivacaine. The indication for use was non-malignant pain. It was reported that when the healthcare provider (hcp) put the pump in, the patient was told the pump was floating and not anchored. The hcp said the pump was put in incorrectly and that the pump never delivered any medication because "the holes were never drilled into the spine so the pump was never able to deliver the medication to the spine." No symptoms were reported and no further complications were reported or anticipated.